Manufacturer narrative:
No pre-existing anomalies were detected by the check of the device history records of the lot number involved. This is the first and only complaint recorded on this lot n. A final report will be submitted after the investigation.

Event description:
Intra-operative issue occurred during hip surgery on (B)(6) 2026: two of the magnets of the delta cup - wrench (product code 9055.51.015, lot 25ar079) came loose when the delta cup was driven into the acetabulum. The complaint source reported that the delta cup was still able to be implanted and the surgeon was satisfied with the surgical outcome. This event occurred in germany.